Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. DHR review was performed on lot number 8096902; the lot number was built/packaged on nfa #1 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Received one used nexiva 20ga unit with a package label and one unused nexiva 20ga unit in an opened package from the lot number 8096902. Visual/microscopic evaluation: the needles were not crimped, curved or bent. No cured adhesive was observed on the tip shields or the grips. There no witness marks observed on the retention washers. Simulation test: used unit the v-clip was pulled to reset the needle to the out position. There was drag/grinding, and friction was felt during the disengagement process, unused unit there was drag/grinding, and friction was felt during the designment process. The disengagement on both units was very difficult. Needle o.d. Dimension: each needle was measured in three areas with the average measurement 0.0285¿ (spec is 0.0283 +/- 0.0003). Disassembled the needle set to evaluate the retention washer: used; observed the large hole was centered (acceptable) and had material remains caused by the grinding, it was also observed the edges are jagged unused; observed the large hole was centered (acceptable) and had material remains caused by the grinding, and a burr inside of the hole i.d. Dimension: the large hole of the retaining washer measured at 0.282 for both washers, which was smaller than acceptable specification that is 0.0292 +/- 0.0005. Conclusion(s): vendor: the central hole of the retention washer was smaller than the specification of 0.0292 +/- 0.0005.

Event description:
It was reported that during use of the bd nexiva closed IV catheter system w/ dual port, the "needle failed to retract when trying to remove it.¿ there was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system w/ dual port, the "needle failed to retract when trying to remove it.¿ there was no report of exposure, serious injury or medical intervention.